Event description:
Patient reported experiencing vomiting that two physicians had attributed to vns stimulation. The patient further reported that as a result of the vomiting, she experienced an increase in seizures. No other relevant information has been received to date.